Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose was 593 mg/dl. Customer was hospitalized for elevated blood glucose and diabetic ketoacidosis. Customer was treated intravenously with saline and given a manual injection, and was released from the hospital 8 hours later with the issue resolved and no permanent damage. Tandem technical support performed system check with contact and confirmed pump was functioning as intended.